Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius, brown particles in the shell, and underweight. A visual and microscopic analysis was performed which identified striated opening on radius. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.